Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval and confirmed the reported problem. The investigation found this handpiece would operate on its own while in the safe mode related to a loose contact wire on the connector housing. Further investigation found that the wire was crimped prior to being tin dipped/soldered. The svc technicians have been retrained on this process. Conmed will continue to monitor this device for failures.

Event description:
The customer reported that this handpiece began operating on its own without depressing the trigger while in the surgeon's hand, and at times operated intermittently. There was no report of serious injury or surgical delay related to this event.